Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The optical properties of the device did not meet specifications when connected to the tactisys quartz unit. The catheter was tested for occlusions/leaks in the irrigation and leaks in the shaft utilizing a uson leak test device. An irrigation leak was detected due to inadequate adhesive bonding between the tubing and tip assembly.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.